Event description:
Osteotome instrument broke into two pieces, during surgical case. During the case, a 1/4'' osteotome broke into two pieces. X-ray taken, not retained. No harm to the patient. No change in procedure. Purchased the equipment from the company.